Manufacturer narrative:
A complete analysis and testing of 2 opened and used sensors; found the sensor cannula has lifted from the needle cannula.

Event description:
Customer reported via phone call that the sensor is damaged. Customer states that the needle was separated from the sensor and the cannula was damaged. The blood glucose reading is 230 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.